Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and unable to confirm the reported problem. Upon functional testing rse found no failure was identified. Fse observed the system for three days, but the reported problem did not occur. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system locked up as if it was giving an x-ray. The foot switch jammed. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem of the system locked up. The fse reviewed the system log files and identified a possible problem with the interface unit. The fse reloaded the sib software and returned the system to good working order. The foot switch was tested and found to be working as intended. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.